Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon failed to expand in aorta". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported that patient's current contition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon failed to expand in aorta" is not able to be confirmed. The product was not returned for in vestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon failed to expand in aorta". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported that patient's current contition is reported as "fine".